Event description:
It was reported that while using an intravascular ultrasound device (ivus) during a procedure, it became "stuck" in the anatomy and was eventually removed with a whisper ls guide wire. The physician noted that approximately 10cm of the tip of the whisper ls separated and could not be located in the anatomy. It is suspected that the guide wire was attached/ "trapped" on the guide wire lumen of the ivus, however, the exact location of the fragment is not known. There was no reported pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.